Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer contacted philips healthcare to report that the device is broken. There was no reported patient involvement.